Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 526 mg/dl, leading to moderate ketones. In order to address the high bg, customer administered a correction injection via mdi. Reportedly, the customer reverted to manual injections for insulin therapy.